Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and revealed episodes of oversensing of a diagnostic event, post-paced t-wave oversensing, fusion, far field r-wave oversensing and automatic mode switch. Abbott technical support was contacted and device reprogramming was suggested. No intervention was performed at this time. The patient was in stable condition.